Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's father reported via phone call that the device alarmed no delivery alarm. Customer was hospitalized for diabetic ketoacidosis due to high blood glucose. Customer's blood glucose was over 600 mg/dl. Customer was wearing the device at time of hospitalization. Customer declined troubleshooting. Customer had changed the infusion set four times and device alarmed no delivery alarm every time. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.